Manufacturer narrative:
The reporter's meters and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.5 - 3.1 inr): meter: (B)(4): sample application not detected due to contamination within the strip port. Meter: (B)(4): vial# 00320172: qc 1: 2.7 inr; qc 2: 2.7 inr; qc 3: 2.8 inr. Vial# 00320342: qc 1: 2.6 inr; qc 2: 2.7 inr; qc 3: 2.7 inr. Vial# 00321026: qc 1: 2.7 inr; qc 2: 2.7 inr; qc 3: 2.7 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Routine retention testing is performed. Retention testing data is reviewed, and appropriate actions are taken as needed. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Event description:
The initial reporter received questionable results from two coaguchek xs meters compared to a laboratory using neoplastine rabbit brain thromboplastin reagent. For patient "resident vg" and using meter serial number (B)(4): on (B)(6) 2020, the meter result was 2.1 inr meter and the laboratory result was 3.0 inr. On (B)(6) 2020, the meter result was 4.4 inr and the laboratory result was 2.6 inr. On (B)(6) 2020, the meter result was 2.8 inr and the laboratory result was 1.5 inr. For patient "resident af" and using meter serial number (B)(4): on (B)(6) 2020, the meter result was 2.8 inr, and the laboratory result was 5.2 inr. Meets pri criteria. The therapeutic range for both patients was 2.0-3.0 inr ,and the testing was every 4-7 days.